Event description:
Helix acp procedure was performed at c4-5 and c6-c7 in a (B)(6) female noted to be a heavy smoker. Original surgery date is unknown. Radiographs taken on (B)(6), 2011 indicated the superior screws in the c4-c5 plate were broken. A significant amount of subsidence occurred at this level. The c6-c7 plate appears to be intact, and there appears to be minimal subsidence at that level. Revision surgery was performed on (B)(6), 2011. The c4-c5 plate was removed and posterior cervical screws/rods were placed at both spine levels.

Manufacturer narrative:
(B)(4). The explanted product was reportedly retained but is not yet available for evaluation. The root cause of the screw breakage is unknown at this time. No additional evaluation can be made at this time. Should additional relevant information be obtained, a follow-up report will be filed. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."